Event description:
The patient reported experiencing painful stimulation from and between her scs ipgs while increasing her scs system stimulation. The patient alleges she felt shaky after the event and hasn't been feeling well since the event occurred. Follow-up confirmed the patient is no longer experiencing the reported symptoms.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.